Event description:
A peritoneal dialysis (pd) patient contact reported to the technical service department (ts) on (B)(6) 2025 that the cycler alarmed with a supply bag lines are blocked message in dwell 4 of 5. The patient was connected during the incident. One 5l heater bag (hb) was empty with one (1) supply bag (sb) connected. The sb #1 was a 5l bag which was empty and hanging with the white clamp open and the cone is broken. A fluid leak was discovered during fill 1 of 5 (unknown volume). The patient was connected during the incident. The fluid was not discovered in the pump module area nor discovered on the external of the cassette. The fluid leaked from the loose connection. The patient was informed that the cycler (cyc) only pulls solutions from the sb to the hb during each dwell and if there is not enough for the next fill, the cyc will remain in dwell with 0 time remaining. The ts assisted patient in getting to stat drain and how to cancel treatment (tx) since they were unable to clear message. The patient was also referred to their peritoneal dialysis registered nurse (pdrn) regarding incomplete tx. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h2, h3. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to the technical service department (ts) on (B)(6) 2025 that the cycler alarmed with a supply bag lines are blocked message in dwell 4 of 5. The patient was connected during the incident. One 5l heater bag (hb) was empty with one (1) supply bag (sb) connected. The sb #1 was a 5l bag which was empty and hanging with the white clamp open and the cone is broken. A fluid leak was discovered during fill 1 of 5 (unknown volume). The patient was connected during the incident. The fluid was not discovered in the pump module area nor discovered on the external of the cassette. The fluid leaked from the loose connection. The patient was informed that the cycler (cyc) only pulls solutions from the sb to the hb during each dwell and if there is not enough for the next fill, the cyc will remain in dwell with 0 time remaining. The ts assisted patient in getting to stat drain and how to cancel treatment (tx) since they were unable to clear message. The patient was also referred to their peritoneal dialysis registered nurse (pdrn) regarding incomplete tx. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.